Event description:
The pt was revised because of pain, humeral head was setting too high.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, provided info states the x-ray discovered that the humeral head was sitting up high. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.